Event description:
The customer reported being in the emergency room and her blood glucose reading was 400mg/dl. The customer stated that she was not receiving insulin. Troubleshooting was performed, and the insulin pump passed the high pressure test. Advised the customer that the device is functioning as it should. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.